Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
Stage 1 revision of smith and nephew cemented stem occurred on (B)(6) 2018 due to infection. The exeter stem outlined was loosely cemented in place with a view to complete a stage 2 revision in 6-8 weeks once the infection is resolved, the smith and nephew stem had been insitu for approx. 2 years prior to this. A periprosthetic fracture occurred at the proximal femur. The surgeon removed the stem and head, used wiring to hold the fracture site together and implanted an exeter long stem (44/2/205mm) and new head. The plan is to go ahead with the stage two revision in the near future.